Event description:
It was reported that the patient went to the hospital for a checkup at which point it was seen that the pacemaker was not pacing. It was noted that both atrial and ventricular channels displayed high and intermittent impedance values. A lead issue was initially suspected, however, lead measurements indicated no problem with the lead. Therefore a medical judgment was made to replace the pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the patient went to the hospital for a check up at which point it was seen that the pacemaker was not pacing. A lead issue was initially suspected, however, lead measurements indicated no problem with the lead. Therefore a medical judgement was made to replace the pacemaker. No patient complications have been reported as a result of this event.